Event description:
The access catheter included in this stent kit broke upon removal at the completion of an extracorporeal retrograde endoscopic cholangiopancreatography procedure leaving a portion in the pt's ureter. Retrieval of the detached segment utilizing graspers was uneventful and the pt's condition is good. The pt's calculi and/or the procedure may have been contributing factors to this event, however, until completion of the evaluation of this device co cannot determine the cause of this event.

Manufacturer narrative:
The access catheter from the stent kit was received, evaluated and retained by the MFR. The device was received in two separate pieces, with the distal segment measuring 17cm long. The extrusion at the point of breakage was elongated and twisted and appeared to have punctured. No indications of extrusion degradation were found. All other aspects of the device were found. All other sapects of the device were found to be within specification. Co's engineering evaluation indicatedf the point of break was enlogated and stretched, indicating excessive force may have been applied upon removal. Co believes user technique and/or pt anatomy rather than a product problem contributed to this event and do not attribute it to the device.